Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, the pump delivered the entire contents of a cartridge. The amount was unspecified and the pump was being used on a saline trial. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2017 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump. The pump powered on with auditory and vibration features functioning to a blank screen. Further testing was not able to be performed. The original complaint was not able to be adequately investigated due to the unrelated blank display issue which was reported on animas medwatch report number 2531779-2017-13890. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.